Event description:
Alarm code 431002 indicated visually while testing. Reviewing the event log shows numerous occasions where the vent alarmed "blower disconnected". When the blower was removed for inspection I found the two end wires on the bottom row of the clip that connects to the driver board very loose. With very slight force the wires back out of the clip. This would not allow a secure, dependable connection between blower and driver board. This would explain the frequent "blower disconnected" alarms.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root-cause is a defective blower module. There was no patient or user harm.